Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the surgeon noted, while looking at the lens under the microscope, that there was an abnormality with the lens. There appeared to be specks on the lens optic. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
Other (specks on lens optic). Evaluation results- (other): visual inspection of the returned product found the lens optic torn into pieces and both haptics torn. Small particles were noted on the top of the lens optic. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.